Event description:
Technical services received a call on (B)(6) 2011. Caller noted that there is some atrial undersensing with this ra lead. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).